Event description:
It was reported in a technical services call that the display for the atrial and ventricular adjustments for the external pulse generator were not readable. It was further reported on the return paperwork that the generator would freeze up when turned on and was inoperable, and that the batteries had to be removed in order to turn it off. Follow-up with the facility was not successful in being able to confirm that both these comments were concerning this generator, the biomedical engineer's notes on the call were not that clear. The generator was returned for service. It was indicated that there was no negative patient impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported in a technical services call that the display for the atrial and ventricular adjustments for the external pulse generator were not readable. It was further reported on the return paperwork that the generator would freeze up when turned on and was inoperable, and that the batteries had to be removed in order to turn it off. Follow-up with the facility was not successful in being able to confirm that both these comments were concerning this generator, the biomedical engineer's notes on the call were notthat clear. The generator was returned for service. It was indicated that there was no negative patient impact.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the display was not readable, nor that the generator would freeze up when turned on and was inoperable and that it could not be turned off without removing the battery. Analysis did find that the upper and lower cases and the battery drawer were broken, that the battery release was contaminated, the side bail covers were broken and contaminated, that the ring cover and ring bail were missing, the lead flex cover was corroded and the battery contacts were compressed and contaminated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.